Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0274097 for difficult/unable to operate. This is the 1st related complaint for difficult/unable to operate on lot # 0274097. A complaint lot history check was performed on lot # 0274097 for clog. This is the 3rd related complaint for clog on lot # 0274097. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp experienced a case of being difficult to operate or not working/functioning, and being unable to deliver insulin/medication. The following information was provided by the initial reporter: material no:320550, batch no: 0274097. Spouse of the consumer reported the consumer is unable to draw the correct dosage of insulin when pen needles are on pen. Spouse of the consumer stated 30 units needs to be drawn; when consumer is trying to draw up correct dosage she can only get 5 or 10 units before the pen jams, after she removes and replaces pen needle she can then draw up full & correct dosage. Spouse of consumer reported having to use multiple pen needles per injection. Advised spouse of consumer on proper assembly technique.